Manufacturer narrative:
Discordant, falsely low results were obtained when the patient samples were tested at an alternate laboratory. The customer who escalated this issue did not have details on the instrument. MDR 2432235-2016-00660 was filed for an alternate advia centaur xp instrument (serial number (B)(4)).

Event description:
Discordant, falsely low testosterone (tsto) results were obtained upon repeat testing on patients samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were initially tested and repeated on alternate instruments (serial numbers (B)(4)). The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tsto results.